Event description:
Pt admitted to undergo an atrial flutter ablation. The procedure was successful but complicated by pericardial tamponade during the ablation, which required emergent pericardiocentesis. Pt was observed for 24 hours and found to be hemodynamically stable off of all pressors with no remaining pericardial fluid and the pericardial drain was removed. Follow up echo demonstrated a re-accumulation of pericardial fluid and was associated concomitantly with the re-development of atrial fibrillation. There was close to a centimeter of fluid with some dilation of the inferior vena cava and some "ra" collapse but insufficient fluid to easily re-tap. The pt was carefully assessed and found to be without any findings of hypotension or pulsis paradoxus and was initiated on amiodarone. Follow up echo the day prior to discharge demonstrated significant resolution of the effusion. The pt was found to be hemodynamically stable with blood pressures of 120 to 130 and discharged.